Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was reproduced. The battery pack had mismatched cells. The pt had used this battery pack until it was almost dead. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. It was repaired, retested and restocked. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A recent download from a (B) (6) male pt revealed several "battery charger fault" and "battery runtime expired" flags. Support contacted the pt and sent a replacement battery pack.